Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One image file was received for analysis. The returned image showed two pulse field ablation catheters and a catheter interface cable (cic). One spiral array was fully deployed, the other catheter was retracted. No knotted array was observed. The reported issue (knotted array) could not be determined through analysis of the data files. The physical product was returned for analysis and the analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a recognition error occurred. The catheter interface cable (cic) was replaced, but the event persisted. Catheter replacement was performed, resulting in improvement. After completing the treatment, an attempt was made to remove the catheter for post-mapping, but a knot formation occurred. The catheter was removed and replaced, resolving the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.